Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous high electrolytes. Customer reported that the erroneous results were reported out of the laboratory. Customer indicated the erroneous results were corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the ratio pump was pulling air around the seals. The fse replaced the ratio pump and verified performance.